Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: the unit alarmed with: tf231008 (o2 valve leak). No health consequences or impact.